Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, loose drive support disk and ink spot/bleeding on lower side at display window.

Event description:
It was reported the customer had a loose drive support cap on their insulin pump. Customer's blood glucose was 250 mg/dl. The insulin pump will be returned for analysis.